Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "broken motor." Additional notes provided by the facility¿s clinical engineering support services include: "the unit had a broken motor encoder board, which is part of the air-in-line assembly. I replaced the assembly with a new one and the issue was resolved. The unit also had a damaged front door, so I replaced that with a new one as well. Someone had removed this units upstream pressure sensors, which made it so that I could not fully test the unit. Because I could not test the unit I was required to replace both the upstream and the downstream pressure sensors in order to verify that the unit was functional. Parts should not be removed from these units unless they are broken and need to be replaced, so I will be marking this work order as abuse. I recalibrated the unit and ran it through all of its pm tests without any other issues.." Reported problem cause description: "abuse." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿